Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2012, inratio: 1.2, lab: 2.3. Results done in about an hour apart from one another. Pt's target therapeutic range is 2 - 3. Pt self tester.

Manufacturer narrative:
Investigation pending.